Event description:
The customer contacted baxter's technical service center (tsc) regarding a system error (se) 2240 which occurred on the homechoice (hc) during use. The baxter technical service representative (tsr) explained the air alarm. The home patient (hp) had already cycled power a few times and was at load the set. The tsr said therapy was over. The hp would call registered nurse (rn) about alarm. The hp would do a manual bag. There was no patient injury or medical intervention indicated at the time of the initial report. There was patient involvement. Product surveillance contacted hp on (B)(4) 2011 regarding the se 2240 alarm. The hp reported that the issue was resolved, but he did not know the cause of the alarm. Per hp, there were no loose connections, disconnections or defects on the supplies. Per hp, she did not have any injury or harm as a result of this incident. The hp stated that she is doing fine and continuing therapy without issues. The hp stated that she had discarded the supplies after therapy, and did not know the lot numbers. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). The device had been discarded and the lot number was unknown, a batch review could not be performed. Should additional information become available a follow-up report will be filed.

Manufacturer narrative:
(B)(4). Baxter will continue to monitor similar reports to determine if further actions are required. The complaint could not be confirmed due to lack of sample, therefore, the root cause was undetermined.